Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Provider states that the contacts are no longer on the on/off button on the joystick, therefore, the joystick will not turn off.